Event description:
It was reported that the patient experienced early battery depletion with elective replacement indicator triggered. It was reported that there is high left ventricular pacing output based on patient preference. The patient is enrolled in the stimulus intensity in left ventricular leads (silver) study. The device was explanted and replaced no patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.